Event description:
Our rep is reporting to us that during an arthroscopic meniscal repair, the silicone retention tube of two omnispan meniscal fasteners fell off of the fasteners into the patient's joint space. The tubings were easily retrieved and the procedure was concluded successfully without further issue or harm to the patient. The complaint devices were discarded at the user facility. See also associated MDR 1221934-2010-00430.

Manufacturer narrative:
Mitek is at this point in time in the information gathering mode. When all that can be had, is had and thoroughly investigated and evaluated, those results will be the subject matter in a follow-up report.